Manufacturer narrative:
A patient experienced autoreducing/ high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01393it was reported patient's leads were explanted and replaced on 29 february 2024. Therapy was restored post-op.

Event description:
Related manufacturer reference number: 3006705815-2024-01393. It was reported the patient's leads have high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.